Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a sudden increase in thresholds, had high impedance, high thresholds, and is possibly fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular (rv) pace impedance rises consistently starting (B)(6) 2015 and was increasing to 2200 ohms by (B)(6) 2015. Impedance trend on the rv (right ventricular) pacing lead was also rising. Rv pace impedance was steady at 400 ohms through (B)(6) 2015 and rises to 2200 ohms by (B)(6) 2015. (B)(4).

Event description:
The lead was reprogrammed before the replacement procedure.